Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe were defective with white lines on the plunger. The following information was provided by the initial reporter, translated from korean to english: rcc reviewed the picture provided and noticed there is white line on the plunger.

Event description:
It was reported that 2 of the bd luer-lok¿ tip syringe were defective with white lines on the plunger. The following information was provided by the initial reporter, translated from korean to english: rcc reviewed the picture provided and noticed there is white line on the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-may-2023 . H6: investigation summary it was reported there was a white line on the plunger after aspirating medication. To aid in the investigation, two samples with no packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The samples were decontaminated and then evaluated again. First, with 10x magnification and then with a 30x microscope. No defects were observed on the stopper, plunger rod or syringe barrel. The syringe rubber stoppers have a fine line that is created on the surface. This is still considered an acceptable finishing. The fine line on the surface of the rubber stopper was most likely a visual effect created from the medication in the syringe. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.